Event description:
It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2022 during which the existing leads were explanted and replaced. The physician elected to replace the ipg for infection control. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model;3186, UDI: (B)(4) serial: (B)(4), batch: a000117087.